Event description:
It was reported that the patient's internal neurostimulator (ins) was removed due to pain. It was noted that the ''wires were encased in a mesenteric cyst and the combination appeared to be causing a partial small bowel obstruction.'' It was further noted that the entire device was removed. Additional information received reported that the ins and leads were explanted on (B)(6) 2007. It was noted that the ''leads were wrapped around the cyst, which likely caused the patient's pain.''

Manufacturer narrative:
Product ID 435135, serial # (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2007, product type lead; product ID 4351-35, serial # (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2007, product type lead. Analysis of the internal neurostimulator model 7425g, serial # (B)(4) determined that no anomaly was found and the device was functioning per specification. It was noted that the internal neurostimulator (ins) setscrews were "tight to the connector pin." It was further noted that the ins can coating was scratched and dented, the battery was expanded and "burn marks" were on the ins can. Analysis of the lead model 4351, serial # (B)(4) determined that no anomaly was found. It was noted that the continuity was complete and no electrical shorts were identified between the circuits. It was further noted that the ins output was tested at the distal end of the leads and a "good, stable output was observed on each electrode." Analysis of the lead model 4351, serial # (B)(4) determined that no anomaly was found. It was noted that the continuity was complete and no electrical shorts were identified between the circuits. It was further noted that the ins output was tested at the distal end of the leads and a "good, stable output was observed on each electrode."